Event description:
It was reported while using the cool path catheter to perform an atrial fibrillation ablation procedure, the pt developed cardiac tamponade requiring surgery and subsequently died. The cool path ablation catheter and the ensite velocity sys were used to create geometry of the left atrium. The physician began rf ablation to isolate the pulmonary veins using an ibi generator with a power setting of 25 - 30 watts, maximum temp of 44 degrees celsius and irrigation of 17 ml/min. The pt the pt became hypotensive and a transthoracic echocardiogram confirmed cardiac tamponade. The pt was transferred to surgery and a small hole was found near the left atrial appendage and the left superior pulmonary vein. The pt was reportedly recovering following the surgery but later is reported to have died. Add'l info was requested and is not available.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records is not possible as the lot number is unk. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.